Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician successfully delivered three pc400 coils into the aneurysm. However, while advancing a new pc400 coil through the px slim delivery microcatheter (px slim), the physician met resistance and it was removed. The physician then successfully delivered a new pc400 coil into the aneurysm. Upon a second attempt to advance the previous pc400 coil through the px slim, the physician met resistance again and the pc400 coil was removed. The procedure was completed by delivering a new pc400 coil into the aneurysm. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 1.5, 6.5, 51.0, and 53.0 cm from the proximal end; the coil was intact with the pusher assembly; the embolization coil windings were offset inside the introducer sheath. Conclusion: evaluation of the returned device revealed that the pusher assembly to the pc400 coil was kinked and the coil was damaged inside the introducer sheath. This type of damage typically occurs due to improper handling during use. If the coil is repeatedly advanced out if and retracted back into the introducer sheath, the platinum filament may become fatigued. This may cause the coil windings to become offset inside the introducer sheath, which could have contributed to the resistance that was felt by the physician. These devices are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.